Event description:
Customer reportedly obtained a result of 200mgt/dl on his device while the doctor's device read 67mg/dl. No treatment received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.